Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 136mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarms during the basic occlusion test, and the device failed the displacement test as a result of a motor encoder signal being out of phase.